Manufacturer narrative:
Results: a sample was not returned for evaluation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5246506.

Event description:
It was reported that while using the 13x100 mm 6.0 ml bd vacutainer® plus plastic serum tube. Red bd hemogard¿ the tubes kept popping off during the blood collection. No medical intervention or injury reported.